Event description:
The customer reported, the system mixed patient images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software and configuration files were reloaded. The system was then found to be operating as intended.